Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced an occlusion alarm due to a bent cannula event on (B)(6) 2026, which resulted in hyperglycemia. The patient noticed symptoms within three hours of insertion. The infusion set had been inserted in the abdomen.